Manufacturer narrative:
Product event: 702788043. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: during analysis it was found that the wire on the intact wand fractured and remained attached. Failure found during analysis; therefore, patient information is not applicable.